Event description:
The customer contacted stryker to report that their device's battery port is damaged. In this state the user cannot insert the battery and the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker evaluation. The reported issue could not be verified. The cause could not be determined.

Event description:
The customer contacted stryker to report that their device's battery port is damaged. In this state the user cannot insert the battery and the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.